Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident.&nbsp;visual inspection of the returned device did not identify any issues. Functional evaluation revealed there was no live video when the device was plugged into the control unit. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event include a failed image sensor and damaged connector. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the camera head was not responding to the ccu when plugged in. No case reported; therefore, there was no patient involvement. Preliminary results of investigation revealed there was no live video when the device was plugged into the control unit which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed there was no live video when the device was plugged into the control unit. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event include a failed image sensor or damaged connector. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time. Reference: (B)(4).